Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the pt reported experiencing elevated blood glucose as high as 600 mg/dl for the past 4-5 days. She stated that she is using more insulin to lower her blood glucose. Her basal rate is 18.4 units of insulin per day and she boluses 4-5 units of insulin per day. She is now bolusing 12 units of insulin per day through her infusion device and she is also using insulin injections. She stated that she changes her infusion site every 3 days. She was advised to change the infusion site every 2 days. She reported that 2 weeks ago, she began to get headaches and she has also noticed bruising around the outer edge of her infusion site that remains for about 1 week. She was advised to consult with her physician regarding headaches, bruising, and elevated blood glucose. Upon follow up on the following month, the pt stated that her blood glucose returned to normal (118 mg/dl). She consulted with her physician and "he said I was doing everything right". He suggested that she try a different infusion site and she is currently using her hip area. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.